Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. One blue/white suture is still run through the eyelet of the anchor. The anchor is off of the device and fractured below the eyelet. The fractured piece was returned. The suture has no visible defect. No other sutures were returned. A material characteristics assessment found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include application of improper/excessive force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a glenoid repair, after the insertion site was prepared using an anchor matching instrument and cleared of all debris, an osteoraptor anchor fractured, resulting in implant failure. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up, in the originally drilled bone hole. No additional anesthesia was required. No further complications were reported. The patient's status is fine.